Manufacturer narrative:
The electrode lot number was dnc76. The expiration date was not provided. The calibration and qc were acceptable. The reference electrode was replaced, which resolved the issue. After the reference electrode was replaced, no issues were reported by the customer.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 128 mmol/l. The repeated result was 134 mmol/l. The repeated result was believed to be correct. The sample was repeated because the initial result was flagged with a delta check.